Event description:
Pt with a bard foley catheter in place. In preparation for discharge, attemps were made to deflate the catheter balloon with multiple syringes. When this failed the catheter was cut to facilitate drainage by gravity of the fluid in the balloon. This failed as well. Gu was called and successfully removed the catheter.